Event description:
It was reported that the patient's spectra concealable penile prosthesis was removed (B)(6) 2018 due to an unspecified reason . An 18cm ambicor penile prosthesis was implanted. Further information was requested and not yet received. Should additional relevant details become available a supplemental report will be submitted.